Manufacturer narrative:
The user-reported flow rate issue cannot be confirmed. The device had a flow rate accuracy of 0.05%, which was within the +/-5% specification. The device was tested to meet all specifications on 08/18/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00239).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The user reported that the pump had a flow rate issue. The pump was programed to infuse for 3 hours but the infusion was completed in 4 hours. No patient injury or harm occured for this case.